Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sesr01 implantable pulse generator (ipg) (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with the right ventricular (rv) lead not pacing due to oversensing noise. Lead impedances had also increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.